Event description:
A minimum fill notification was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove the pump from its case and clean the pneumatic tap area, after which the customer successfully reloaded the cartridge and resumed normal insulin use.